Event description:
Drill guide was used consistent with odontoid procedure. Drill guide was driven into vertebrae to stabilize it for screw placement. When it was removed, one of the pegs broke off. It was removed with no adverse reaction to pt or compromise to the procedure.